Event description:
It was reported that the system 9600emi locks up during initialization. The system would work fine upon reinitialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.